Event description:
It was reported to philips that the battery capacity was about 75 percent. There was no patient involvement. The customer requested that the device be returned for bench repair. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty battery. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery. The customer was advised to replace the battery to return the device to working condition, however the customer declined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.